Event description:
Complainant alleged that while treating a patient, the device delivered 120 joules to the patient successfully; however when attempting to charge the device for a second shock at 150 joules the device did not charge and displayed a "defib fault 80" message. Complainant indicated that they were able to reset the device and deliver the second shock at 150 joules. The second shock effectively converted the patient to asystole. Complainant indicated that the patient subsequently expired.